Event description:
The distal reamer detached from the long rigid shaft for reamers and remained stuck in the distal femur during amis-k femur preparation.the surgeon turning the reamer in counterclockwise direction (the instrument cut in clockwise direction). 30 minutes of delay in the surgery to recover the reamer.

Manufacturer narrative:
Batch review performed on 29 august 2023: lot 2052533: (B)(4) items manufactured and released on 14-jul-2020. No anomalies found related to the problem. To date, no other similar events have been reported during the period of review. Preliminary investigation performed by r&d project manager: the surgeon used the reamer in counterclockwise direction for reaming, that is an off-label use. Very likely the misuse of the instrument is the reason why the head reamer disconnected from the shaft and got stuck inside the canal of the femur. Visual inspcetion performed by r&d project manager: from a visual inspection both reamer head and shaft are damaged and it is impossible to match each other. This is due to the fact that the instruments have not been used correctly. The thread of 01.20.10.100 is fine since it is possible to thread a screw thread m6. Therefore the preliminary evaluation is confirmed, the event is due to the misuse of the instruments (off-label). Additional instrument involved: batch review performed on 29 august 2023 on amis-k 01.20.10.119 long rigid shaft for reamers lot. 1955868 lot 1955868: (B)(4) items manufactured and released on 13-feb-2020. No anomalies found related to the problem. To date, no other similar events have been reported during the period of review.